Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the crimped stent found the center and distal struts were stretched and pulled in a distal direction. The damage to the stent is consistent with force/resistance being encountered with the stent delivery system. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube or shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 15jun2016. It was reported that difficulty crossing the lesion occurred. The 85% stenosed target lesion was located in the heavily calcified mid left circumflex artery. A 3.0 x 20 synergy¿ drug-eluting stent was selected for use; however the device was unable to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient status is stable. However, device analysis revealed stent damage.